Manufacturer narrative:
Returned media inspection: a photo was returned with the complaint information, showing the stent struts and the distal balloon folds and tip. Returned media cannot confirm the reported allegation.

Event description:
It was reported that stent balloon damage occurred. A 2.50 x 28mm synergy? Xd was advanced but unable to pass through the guide catheter. Upon inspection, a slight bulge was noticed on the balloon beyond the tip of the stent and was believed to be the cause of difficulty passing through the guide catheter. The procedure was completed with a different synergy des. There were no patient complications reported.

Event description:
It was reported that stent balloon damage occurred. A 2.50 x 28mm synergy? Xd was advanced but unable to pass through the guide catheter. Upon inspection, a slight bulge was noticed on the balloon beyond the tip of the stent and was believed to be the cause of difficulty passing through the guide catheter. The procedure was completed with a different synergy des. There were no patient complications reported.